Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016 , the patient experienced a loss of connection between the display device and transmitter. Dexcom representative advised patient's father to forget the old transmitter from the display device and to close all other applications. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/25/2016 and confirmed the reported loss of connection. No additional patient or event information is available.